Event description:
It was reported that pump screen was dark and would not turn on for replacement pump that customer was not using for insulin therapy while customer was on multiple daily injections. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to press button firmly in different ways, to avoid plugging pump into power source initially, and then to connect pump to known working charging equipment, but pump display still did not turn on and led did not blink, so technical support planned to continue troubleshooting battery not charging issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.